Manufacturer narrative:
Age or date of birth: unknown/not provided. If explanted, give date: not applicable, as the lens remains implanted. (B)(4). Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed. The reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
A female patient reported she underwent cataract surgery in both eyes and was implanted with multifocal intraocular lenses in hopes of avoiding glasses for near vision. The left eye was implanted first and to her surprise her near vision had ''disappeared''. She discussed the problem with the doctor and he considered this would be the eye that was lazy because this eye was the one that had better vision for distance and that it need to have some time to accommodate the lens. After discussion it was decided to proceed with implantation of the second eye (right eye) because the second eye would be pulled by the first eye and would be balanced. The patient considers her mistake to have it done because she could still read however with the second intervention (right eye) she was completely unable to read anything. Time was given for the ''eyes to fit'' the lenses and nothing happened. She bought some glasses from a pharmacy with the hope that near vision would come back but nothing improved. However distance vision in both eyes has always been good. The patient also noted it was suggested there is a possibility that there was something in her brain that was interfering with the lenses. The patient consulted a neuron-ophthalmologist and all the possible exams were made to avoid any problem. All was well. The patient also notes that in addition the lack of near vision is taking her into deep depression. The lens implanted on the left eye will being captured in this report and a separate MDR is being filed for the lens implanted on the right eye.

Manufacturer narrative:
Corrected data: the customer reported that her vision is leading to deep depression. All pertinent information available to abbott medical optics has been submitted.